Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Arterial thromboembolism is a potential complication that may be associated with use of this product and in patients with heart failure and pre-existing peripheral vascular disease. Lvad patients are at risk for arterial non cns thromboembolism due to intravascular volume that passes through the device. There is the potential for thrombus formation and embolization to the major organs and peripheral vascular system. Mitigation is achieved primarily by anti-thrombotic therapy and medical management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient complained of severe left flank pain and was admitted to the hospital. A computerized tomography (CT) scan of the chest, abdomen, and pelvis was performed. It was determined that a splenic infarct was the source of the pain and a thrombus in the left ventricle (lv) was also visualized. The patient's international normalized ratio (inr) was within the therapeutic range of two to three. The patient had been off aspirin due to a gastrointestinal bleed in the past. The patient was started on additional anticoagulation medications and discharged on (B)(6) 2017. The lv thrombus remains present. No further information is available.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was not returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.